Manufacturer narrative:
Destructive analysis identified electrochemical migration across the electrical feed-through insulator. Concomitant medical products: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2009, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
The product was returned with no documentation.